Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during follow-up in (B)(6) 2016, time to recommended replacement time (rrt) of the pacemaker was displayed as 1 year and several months. With this battery status, it was decided to replace the pacemaker relatively early and thus a replacement procedure was scheduled for (B)(6) 2017. On (B)(6) 2017, after time to rrt of the pacemaker was confirmed to be 10 months, a replacement procedure was performed as scheduled. The pacemaker was explanted and replaced with another device, it will be returned for analysis. The physician requested analysis of the pacemaker for the possibility of early battery depletion.

Event description:
Reportedly, during follow-up in (B)(6) 2016, time to recommended replacement time (rrt) of the pacemaker was displayed as 1 year and several months. With this battery status, it was decided to replace the pacemaker relatively early and thus a replacement procedure was scheduled for (B)(6) 2017. On (B)(6) 2017, after time to rrt of the pacemaker was confirmed to be 10 months, a replacement procedure was performed as scheduled. The pacemaker was explanted and replaced with another device, it will be returned for analysis. The physician requested analysis of the pacemaker for the possibility of early battery depletion.

Event description:
Reportedly, during follow-up in (B)(6) 2016, time to recommended replacement time (rrt) of the pacemaker was displayed as 1 year and several months. With this battery status, it was decided to replace the pacemaker relatively early and thus a replacement procedure was scheduled for (B)(6) 2017. On (B)(6) 2017, after time to rrt of the pacemaker was confirmed to be 10 months, a replacement procedure was performed as scheduled. The pacemaker was explanted and replaced with another device, it will be returned for analysis. The physician requested analysis of the pacemaker for the possibility of early battery depletion.